Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient stated 2 weeks ago they had the implant installed and they were doing pretty good before the implant. Patient stated they were going to the bathroom every hour and after that it went up to 2 hours and most of the time it was an hour and a half. Patient mentioned it seems as if they had an infection and now they were going urinating every half hour every 4-5 minutes. They already increased the strength and tried different programs for a few days, some of them have been working better than the other ones. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider on thursday.

Manufacturer narrative:
Removed e1906 and e2401. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision updated too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.